Manufacturer narrative:
The na electrode expiration date was not provided. The cobas pro ise analytical unit serial number was (B)(6). Qc was within range on the day of the event. The field service engineer (fse) found that when changing the electrodes, the customer did not perform the necessary priming to the ise unit causing improper calibration and internal standard values to be low during calibration. He performed reagent prime; tested 5 dummy patients to activate the new electrodes, and recalibrated the ise. He then did a mechanical check and the instrument was performing within specifications. Calibration, qc, and precision studies were performed and they were within specifications. The fse tested the patients' samples and the results matched the repeat results that were obtained on the 2nd cobas pro ise analytical unit. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 2 patients' plasma samples tested on a cobas pro ise analytical unit when compared to a different cobas pro ise analytical unit. Results for the sodium (na) test were affected. Sample 1 (patient 1): initial result: 182 mmol/l.. Repeat result: 139 mmol/l (tested on a 2nd cobas pro ise). Sample 2 (patient 2): initial result: 132 mmol/l.. Repeat result: 141 mmol/l (tested on a 2nd cobas pro ise). The physician questioned the initial results and mentioned that they reran the patients' samples for na and the results matched the patients' history. The samples were then repeated on the 2nd cobas pro ise analytical unit. The repeat results were deemed to be correct.

Manufacturer narrative:
Correction: the initial result for sample 1 was 128 mmol/l instead of 182 mmol/l. Sections d1, d2a, d2b, d4, g1 and g4 were updated. The calibration was last performed on the day of the event and it was acceptable. The field service engineer contacted the customer regarding proper product handling. The service actions (performed the reagent prime, tested 5 dummy patients to activate the new electrodes, and recalibrated the ise) resolved the issue. No further issues were reported afterward. The investigation did not identify a product problem. The cause of the event was due to improper product handling.